Event description:
A surgeon reported that knives were found to be blunt during surgery. The knives were contained within custom paks. No pt harm was reported. Additional information has been requested regarding the specific knives, and details surrounding the event(s).

Manufacturer narrative:
Samples are reported to be en route to the manufacturing facility for evaluation, but have not arrived yet. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).